Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose(bg) of greater than 600mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and supply change. System check with tandem technical support confirmed that the pump was functioning as intended. However, the customer declined to remove and inspect current infusion set. Customer declined further troubleshooting. Customer was instructed to consult with their healthcare provider.